Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an 'er2' warning while attempting to test her blood glucose using her one touch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on the 'morning' of (B)(6) 2011. She stated that she manages her diabetes with humalog (sliding scale) and due to the alleged issue she continued taking her usual dose of medication throughout the day. The patient claimed on the 'morning' of (B)(6) 2011 after the alleged issue started, she felt 'nauseated, hot flashes, sweaty and cold chills'. In response to her symptoms, on the 'morning' of (B)(6) 2011, she was reportedly in the emergency room and received no treatment from the health care professional. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter and correct unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.